Manufacturer narrative:
Product ID 749851, serial# (B)(4), implanted: 1998-(B)(6), explanted: 1998-(B)(6), product type extension, product ID 7434-e, serial# (B)(4), implanted: 1998-(B)(6), product type programmer, product ID 3487a-33, lot# l51549, implanted: 1998-(B)(6), product type lead, product ID 3272-25, serial# (B)(4), implanted: 1998-(B)(6), product type receiver. (B)(4).

Event description:
It was reported that the patient received his system back in 98 after two failed fusions. It was noted that the patient had to have the battery replaced twice in less than three years.